Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the right atrial lead had no capture, high impedance and an apparent fracture. It was also reported the lead impedance was low and an insulation breach was noted on fluoro. The lead was capped. During implant attempt of the new lead, there was difficulty with positioning. That lead was removed and successfully replaced with another lead. No patient complications have been reported as a result of this event.